Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -9.5/1.5/086 implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens exchanged with shorter length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).